Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter pcb assembly was evaluated and replaced. The hd connector cable, emi box connector cable, and ethernet cable were also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.